Event description:
On (B)(6) 2023, rayner received notification from its brazilian distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that during lens insertion the trailing haptic was amputated necessitating explantation of the iol from the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "during the lens insertion, the haptics has broken, amputating the second haptic". The lens was explanted and exchanged during the original surgery session. There was no injury to the patient as a result of the event. The product has been retained and is being returned to rayner for evaluation; however, has not yet been received. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information available currently to determine root cause. Rayner is continuing to follow-up with its distributor in brazil to obtain additional information to facilitate further investigation of the event and product return is expected, but not yet received. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 082197919.